Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motion sensor test failure. The patient's blood glucose was normal and did not require medical treatment. The insulin pump's alarm history was reviewed and there were previous motion sensor test failure alarms noted. No further details were given. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. Unable to perform self-test, off no power test, a21 error test, occlusion test, prime test, no delivery test, displacement test due to a35 alarm. The insulin pump passed idle current test and run current test. The insulin pump was received with minor scratched display window and cracked battery tube threads.